Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/23/2016 with the following results. Testing was unable to duplicate ¿cs206¿ complaint. Cgm history shows ¿cs206¿ cgm transmitter out of range warnings on (B)(6) 2016. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other. Test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation, the pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Radio frequency test failed due ¿read fw rev¿ error.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.the pump has been returned to animas. Evaluation on 8/26/2016 found there was a rf communication failure in the pump.